Manufacturer narrative:
The suspect meter and relevant retention material was tested and all results fulfilled the requirements.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t result for one patient from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold nor is like or similar to a product sold in the united states. The specific date of testing was not provided. The initial result was 50-100 ng/l. The patient was sent to the emergency room of a children's hospital. After approximately three hours, troponin t was measured on a new sample from the patient and the result was <5 ng/l. Information concerning the system used was requested, but was not provided. No adverse event was reported.

Manufacturer narrative:
A specific root cause could not be identified. The strips were not returned for investigation.